Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was not starting¿, as colli-ui-ID was found defective. Fse replaced colli-ui-ID(power supply unit) and system was returned to use in good working order. Codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the allura system failed to boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.